Event description:
Brakes not holding due to malfunctioned headend and footend brake crank assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.